Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly move in both the longitudinal and lateral directions without resistance (free float). The problem was discovered during power-up. There was no injury reported. When first discovered, this situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found a faulty printed circuit board. According to the report, the customer was able to use the motion inhibition switch feature of the system as an alternate means to lock the table. The fe disabled the faulty board to prevent unexpected float motion.